Event description:
The hosp reported the tip of a sonosurg broke off in a pt during surgery. The procedure was completed, it is unknown if it was with the same device or if the piece was retrieved. However, there was no allegation of harm.